Manufacturer narrative:
The cause of the reported issue could not be determined. Per customer request, the device was scrapped by stryker.

Event description:
The customer contacted stryker to report that their device would not shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and was not able to duplicate the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.